Manufacturer narrative:
Update d9. H6: c19: a review of the manufacturing records indicated the device met pre-release specifications. The reported primary failure mode, related to partial deployment due to a stuck deployment line, could not be independently confirmed during engineering evaluation due to no endoprosthesis or deployment line with the knob being returned. As reported, the deployment line got stuck after the device reached the target lesion, with a small portion of the device being deployed. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode.

Event description:
It was reported that the patient underwent endovascular treatment for stenosis in abdominal aortic and bilateral common iliac artery using gore® viabahn® endoprosthesis with heparin bioactive surface. Kissing balloon technique was performed. After the viabahn reached the lesion location, the deployment line got stuck. Small part of the head of viabahn was deployed. The physician pulled the deployment line a little bit more and try to withdraw the sheath. The viabahn move together with the sheath. Later the viabahn and sheath were removed together. A new viabahn was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.